Event description:
Baxter reported 1 incident of "clamp cannot close liquid." Per affiliate, the clamp lost function and liquid leaked out on the pt's bed during the night. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.